Event description:
It was reported that a replacement speaker assembly was required for a intellivue multi-measurement module x3. It is unknown if the device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.

Event description:
It was reported that a replacement speaker assembly was required for a intellivue multi-measurement module x3. It is unknown if the device was in use on a patient at the time of the reported issue. No death, or patient/ user injury or harm was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.